Manufacturer narrative:
Patient information could not be obtained after multiple attempts. Attempts were made as follows: 1/16/2017 - phone, 1/16/2017 - voicemail, 1/23/2017 - phone, 1/23/2017 - email. (B)(4). A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The power control board and the anesthesia control board were replaced.

Event description:
The hospital reported that, during a case, the unit went into a reboot. There was no reported patient injury.